Manufacturer narrative:
(B)(4).

Event description:
It was reported the pace/sense portion of the right ventricular lead was damaged. The lead was capped and the pace/sense portion is replaced. No further information is available.